Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. (B)(4).

Event description:
A surgeon reported a patient with under correction noted post lasik treatment. Surgeon believes the under correction is related a low energy reading of his excimer laser. Patient is being monitored, and any possible intervention is undetermined at this time. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury or device malfunction. (B)(4).

Event description:
Upon additional follow up, the reporter indicated the right eye was not involved with the reported event of under correction.